Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue. During the evaluation, the device failed a step during testing. The device's sensor board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.